Event description:
Boston scientific received information that the patient implanted with this device system reported to a health care professional (hcp) that when the patient was walking into the hospital, the patient experienced a syncopal event. The patient reported that the device did not provide therapy. A revision procedure was performed and this device was explanted and replaced. It was also reported that a new lead was implanted. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.